Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of oversensing due to noise were noted on the right ventricular lead. The noise was reproduced during lead provocation testing. Lead revision is anticipated. The patient was stable with no consequences

Event description:
Additional information received indicated that the system was explanted and replaced. The patient was stable.